Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty, subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostar xl after an endovascular aneurysm repair (evar) procedure with a 10f sheath. Reportedly, the prostar xl handle was removed with only three needles coming out of the hub. It was not possible to remove one needle. After many attempts to remove the needle, it was still stuck in the guide. The suture was cut and the device removed with significant vessel damage. A proglide suture was deployed in an attempt to achieve hemostasis yet the suture did not catch the vessel. A surgical cut down was performed with surgical closure. No reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.